Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced rupture, seroma, capsular contracture, and several unexplained systemic symptoms post procedure. A change in shape of the right breast, firmness of the left breast, a sharp pain in both breasts, ache under the right armpit, fatigue, and excessive perspiration were all noted. The fatigue began in 2006. The more severe symptoms began in 2014. The pain and visible changes began in early 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-15512 for contralateral prosthesis report.